Event description:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging lung cancer. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 01/31/2022 and section h11 should be reported as: the manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging lung cancer. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was 0 error code found, and unit passed final test. In box d: device serviced by 3rdp, device avail. For eval and date returned was updated. In box h: device eval. By mfg, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.